Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer would not interrogate. A known good radiofrequency head was used with the programmer and interrogation was successful. It was also confirmed that the programmer would not update software. The programmer's hard drive was reconfigured and loaded with updated software. It was also indicated that the power supply was noisy, the paper guide was broken off the printer drawer, the stylus tip was loose, and the system fan was noisy. These parts were replaced and the programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer was unable to interrogate. It was further reported that an update was attempted via the software distribution network but that it was unsuccessful and that the service disk was attempted to be run but it also had no success. The programmer was returned for service. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.